Event description:
The affiliate reported that during contrast radiology, it was found that the patient¿s ventricles were large. The pressure of the valve was lowered but the patient¿s condition did not improve. Due to suspicion of a blockage, the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that an occlusion was found at the inlet of the ruby ball during the irrigation test. Once the component was popped free and re-irrigated the flow was normal. No occlusion was found when the siphon guard was tested. The valve was tested for reflux and failed. Once the device was leak tested, a needle hole was found in the needle chamber, which is likely that the wrong size needle may have been used. This could also explain why the device failed the reflux test. This however could not be confirmed. Further testing confirmed that the device also failed the programming test, which appears to have been the root cause for the problem reported by the customer. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.